Manufacturer narrative:
Catalog number, and date of manufacture referred to in this report and in the user medwatch report are for the system's console base on which pumps and other devices would be installed. The appropriate (B)(4) sales representative discussed the event with the hospital perfusionist involved with the case and was informed that the equipment itself absolutely did not cause or contribute to the event. The user medwatch reporting of the incident as an adverse event and not as a product problem corroborates this conclusion, in addition, the hospital did not ask (B)(4) service to evaluate the equipment after this event, although (B)(4) did offer telephone technical assistance to the hospital's biomedical department (the hospital maintains the equipment themselves and does not use (B)(4) service on any routine basis).

Event description:
(B)(4).